Event description:
A navigation coolpath duo ablation catheter from st. Jude medical inserted in an artisan catheter was used in an af ablation procedure. While ablating the roof line of the left atrium, the physician noted the pt was coughing during the procedure. It was reported that the pt became hemodynamically unstable and a cardiac tamponade was confirmed with transesophageal echocardiogram. Cardiac surgery was performed to stabilize the pt. Pt was transferred to the ICU, in stable condition. There were no product malfunctions reported and the st. Jude medical coolpath duo ablation catheter and the artisan catheter performed according to the approved instructions for use.

Manufacturer narrative:
There were no product malfunctions reported. The artisan navigation catheter performed according to the approved instruction for use to navigate and facilitate delivery of the st. Jude medical, therapeutic ablation catheter. All artisan catheters are tested for performance prior to release. The artisan catheter does not provide energy for ablation. Based on the info and statement by the physician, hansen medical is reporting this case.